Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The 1st firing was with a green reload and was fired without incident. On the 2nd firing from pylorus, with a gold reload, it was as if the knife became caught on something and dragged the tissue out of the stapler. At the same time the staples did not form on the outer row. The staples that did form were on the first two rows closest to the blade and the third row of staples did not form (opened) and were stuck in the tissue. The surgeon was confident that the knife caught on something. He reloaded the same device and the device fired, stapled, formed and cut as intended and completed the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue was the device used? 2nd firing from pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green, gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Across first staple line created with green load. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? None. How long has the surgeon been using this device for this procedure (in years)? Since launch. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.